Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, patient reported that their back teeth do not touch entirely. Requested posterior bite video and evaluated. Found no posterior open bite, end of treatment not met.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.